Manufacturer narrative:
The device was returned to maquet cardiovascular for investigation. A supplemental report will be submitted when the investigation is completed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 device was intermittent off and on. The safety shut down mechanism was reported as not causing the device to be intermittent. The device began to be intermittent after several activations and during branch transaction. The cable, adapter and power supply were swapped out, but made no difference. The reported kit was used to complete the procedure. There were no pt effects. The product was returned.